Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc (bec) that there was a slow seepage from the glucose modular (glucm) area of the unicel dxc 600 synchron clinical system. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the leak was coming from the electrolyte injection cup (eic). The fse found there was a clog in the drain port and the cup was overflowing. The fse cleaned the eic and resolved the issue.